Event description:
There were 2 endeavor sprint otw stents (3.50 x 12) implanted overlapping in the mid right coronary artery during the index procedure. It is reported that the pt suffered corrosive gastritis with decrease in hemoglobin (gi bleed) approximately 3 months post index procedure. The pt received one blood transfusion and recovered with treatment. The investigator indicated that there was no relation to the study device, procedure or antiplatelet drug. (Ref MFR # 9612164201101244 & 9612164201101245).

Manufacturer narrative:
(B)(4). Eval: results: gi bleed.

Event description:
Patient was hospitalized with complaints of shortness of breath and chest pain. The patient was medically treated for bronchitis and a chf exacerbation. The patient was incidentally found to be anemic and the site reported a moderate gusto bleed. Event was identified by the clinical events committee (cec) and deemed to be consistent with a moderate bleeding complication (gusto), the cec also adjudicated that the event was probably related to the study drug. Patient's asa dosage was reduced after discharge.